Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 400 mg/dl. The customer reported performeing multiple set changes, but the high blood glucose level persisted. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.